Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks for oversensing of wide morphologies. Technical services (ts) was contacted and recommended doing vector analysis, x ray imaging and a physical test. It was noted that the patient has a left bundle branch block (lbbb). This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.